Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, device evaluation found there was no image. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 and no image was due to corrosion of the charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope was giving error code b30 (scope communication error). This issue occurred during inspection for use. There were no reports of patient harm.